Event description:
It was reported that: "baby, was installed in the nasal-flow CPAP system. Prior to suctioning baby's nares, CPAP tube was removed, bruising of the septum was noted as well as some bloody discharge, and redness around the nares. Immediate consequences to the patient: physical - redness with skin breakdown and small amount of bleeding. Septum of baby fell off."

Manufacturer narrative:
Prongs were requested for investigation, but not yet received. Investigation results will be reported in a follow up report.